Event description:
This is filed to report difficulty removing the lock line. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 3-4 with an enlarged atrium. During deployment, difficulty and resistance was felt when the lock line was retracted approximately 5-10cm. The lock line was inspected and there were no twists or knots observed. The physician used more force, which eventually allowed for successful removal of the lock line. The mitraclip was deployed and stable on both leaflets, reducing mr to <1. The patient was stable for the duration of the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.